Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the covidien forcefx-8c generator was in use when the surgeon burned himself. There was no harm to the patient. The site has determined that the incident was not due to a problem with the electrosurgical generator. The site has indicated that the reported burn incident was caused by a combination of problems with the accessories in use at the time of the incident and some user issues. The site has therefore decided to close this incident as a result of their findings.